Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a lower-than-expected reading during a hyperglycemic event. The father reported that on the day of the event the user had a cold and her acetone level was +2. The father transported the customer to the hospital. At the hospital the customer was lethargic and was admitted into the intensive care unit. At 5:30pm the mother tested the customer on her accu-chek performa system and received a blood glucose result of 87 mg/dl and at 5:33pm the nurse tested the customer on the hospital's blood glucose meter and received a result of 473 mg/dl. The hospital treated the customer with novorapid and lantus insulin, and the customer's blood glucose levels stabilized. The father reviewed the blood glucose results in the meter memory and alleged that for the past month the device has been giving erroneous low results, which resulted in the high acetone and blood glucose levels. The user was discharged from the hospital on (B)(6)2024.